Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7103855. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 7104501 model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief device reprogramming done. It was also noted that the patient has pain at the implantable pulse generator (ipg) site as a result of losing weight. The patient underwent an explant procedure and was doing well postoperatively.